Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about 2-3 weeks ago patient was walking and they had to stop because they didn't feel that it was safe with their legs and the stimulation was pressing down on their knees, they stood up there for a while until it went away, they were finally able to sit down and wait till it past. Patient mentioned they had extreme pain in the middle of the day going down into their ankles with stimulation going on and they could really feel it. When waking up at night their legs were in extreme pain due to therapy stimulation. Patient had their intensity set at 5.4 at night when they usually had it at 6.4 during the day. This morning patient stated they woke up feeling the strong stimulation even though that it was down to 5.4. Patient was asking for assistance with their therapy. Agent redirected the patient to their hcp for further assistance.